Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient experienced muscle stimulation and was presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup operation. The device was explanted and replaced on (B)(6) 2015.

Event description:
Additional information indicated that the device exhibited premature battery depletion.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.